Manufacturer narrative:
Device received with loose drive support disk, cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial number label, cracked case reservoir tube window corner, stripped battery cap threads and stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 546 mg/dl. The customer also reported that, the battery cap was damaged and battery was dead. Customer stated that, they are unable to remove the battery cap on their pump. Customer advised to discontinue use of the pump if the battery is low. The device will be returned for analysis.